Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp exhibited low pacing impedance and low current of injury. Repositioning was attempted; however, the lp could not be redocked properly. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.